Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days post-implant, the patient heard an audible alert tone from the device. It was ascertained that the patient had been in proximity to a refrigerator with at least 20 magnets on it. Prior to the post-implant hospital discharge, the patient had been instructed to avoid exposure to magnets. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.